Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: b5, h6, h11. 12 previously reported events are included in this follow-up record. Product return status. 12 devices were received.

Event description:
This report summarizes 12 malfunction events in which the device had a component detach. - 11 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had insufficient information regarding health impact received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 12 events were reported for this quarter. Product return status 12 devices were received. Additional information 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes 12 malfunction events in which the device had a component detach. 11 events had no patient involvement; no patient impact. 1 event had insufficient information received.